Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 115370 unknown comp rvs tray co 44mm; xl-115363 792030 arcom xl 44-36 std hmrl brng. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00371. Device has been discarded.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. The humeral bearing, humeral tray, and glenosphere were removed and replace. The patient appears to be stable in joint post-operatively after the revision case. No additional patient consequences were reported.